Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2014 was 30 mg/dl without signs or symptoms of hypoglycemia and was associated with an allegation the pump was priming during the load step of the priming sequence. The reporter noted the patient remained on the pump and the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported the pump¿s settings were recently adjusted by a healthcare provider. This complaint is being reported based on the allegation of the patient¿s hypoglycemia attributed to a pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.